Event description:
Pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: depo. Concurrent conditions included lupus erythematosus, arthritis, high grade squamous intraepithelial lesion, condyloma, cervical dysplasia and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("uti's"), kidney infection ("kidney infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal right and left/ cramping"). In 2015, the patient experienced pregnancy with contraceptive device ("pregnancy (with complications)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had bilateral salpingectomy) and surgery (she had ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, urinary tract infection, kidney infection, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Indication added. Product start and stop date added. Event ¿injuries¿ replaced by more specific events. New events added: ablation, pregnancy (with complications), abnormal bleeding (vaginal, menorrhagia), uti's, kidney infections, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, pain abdominal right and left/ cramping, essure confirmation test(s) conducted: no incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 33-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida and parity 3 on (B)(6) 2001, (B)(6) 2005, (B)(6) 2013. Previously administered products included for an unreported indication: depo. Concurrent conditions included lupus erythematosus, arthritis, cervical high grade squamous intraepithelial lesion, condyloma, cervical dysplasia and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("uti's"), kidney infection ("kidney infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal right and left/ cramping"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), premature labour ("pre-term labor, had him early") and pain ("was in pain all the time"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had bilateral salpingectomy) and surgery (she had ablation (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the menorrhagia, pregnancy with contraceptive device, premature labour, pain, vaginal haemorrhage, urinary tract infection, kidney infection, migraine, headache, dyspareunia and fatigue outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, pain, pelvic pain, pregnancy with contraceptive device, premature labour, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: medical records: (B)(6) 2015 - 38w4d pregnant patient presents with painful uterine contractions. Assessment/ plan: term pregnancy, active labor. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet received. Reporter information updated. Events: "pre-term labor, had him early", "was in pain all the time" was newly added. Event outcome of dysmenorrhea (cramping) was updated as recovered / resolved. Pregnancy outcome was changed from "outcome unknown" to "live birth, outcome unknown". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and pregnancy with contraceptive device ("pregnancy (with complications)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Previously administered products included for an unreported indication: depo. Concurrent conditions included lupus erythematosus, arthritis, cervical high grade squamous intraepithelial lesion, condyloma, cervical dysplasia and loop electrosurgical excision procedure. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("uti's"), kidney infection ("kidney infections"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2015, 2 years after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("pain abdominal right and left/ cramping"). In 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had bilateral salpingectomy) and surgery (she had ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, pregnancy with contraceptive device, vaginal haemorrhage, urinary tract infection, kidney infection, migraine, headache, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, kidney infection, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.